Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the accident and emergency department after feeling light headed and collapsing with some periods of asystole. On device interrogation, it was noted that the right ventricular (rv) lead exhibited no capture, variable thresholds with movement and intermittent capture. Atrial lead position check failure was also noted on the right atrial (ra) lead. Diagnostic testing/troubleshooting was performed and the rv lead was reprogrammed and then capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.